Event description:
The following information was documented by ccr: "customer was not able to see the display properly and could not read the tests on the meter. Customer did 3 tests in a row because display was not clear and the results were 166, 161 and 201 mg/dl which makes all three test results 13% within precision specifications. Customer also is not sure about the last test result of 201. Customer said the last result could have been 201 or 226[sic] but the display was faded so was not able to see the numbers properly. If the last result was in fact 261 that would have taken the meter out of specifications at 30%." Ccr replaced meter, strips and ctrl sol.